Manufacturer narrative:
The subject devices were returned to omsc for investigation. One of the cutting knives was burned but the length was within the specification. Second knife was melted and lack of a part about 0.4mm. Also as a result of checking the manufacturing record of the same lot, nothing abnormal was detected. Omsc assumes that a part of the cutting wires became extremely hot, resulting in breakage due to the user handling such as applying current for a long time and using electrosurgical unit in the coagulation mode.

Event description:
Olympus medical systems corp (omsc) was informed that during gastral endoscopic submucosal dissection (esd), little by little the cutting knife became straight and could not be projected out from the distal end of the insertion portion. The doctor exchanged a new one. While he performed the procedure, he found out the hook part of the second device was missing. He completed the procedure by using another device. There was no report of patient injury.